Manufacturer narrative:
Event date: the peritonitis occurred ¿about 3 weeks ago¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to touch contamination. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified intraperitoneal antibiotics for the peritonitis. The patient was recovered from this peritonitis event. Action with pd therapy was not reported. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.